Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. The device has not been returned; therefore an investigation cannot be performed. The DHR is not applicable. The manufacture date for this item is 10-jun-2005. The source of the manufacture date is the device docusphere record review if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not received.

Event description:
On (B)(6) 2014, the hospital reporter advised the or reported the 530.601 (universal battery charger - 4 days) was not working on the right side, and when power is turned on, no indicator light comes on. Left side is working fine. No reported patient or procedure harm noted. No further information was provided. On (B)(4) 2014: update - additional information per phone call on (B)(4) 2014 with distributor who reported: the device malfunctioned during surgery. Surgery was successfully completed with no delay using the charge bays that worked properly. He further reported that he did not have any additional information and that he did not have any patient data.